Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated an issue with missing/invalid diagnostic data. Analysis of the device memory indicated the battery measurement was not available. Concomitant medical products: product ID: 6935 lead, implanted: (B)(6) 2018; product ID: 4298 lead, implanted: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) was stuck in a non-wireless telemetry session. The device was interrogated, and the persistent session active flag was cleared using a non-bluetooth telemetry session. The device remains in use. No patient complications have been reported as a result of this event.